Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: new information from customer for date of event: looking back through their schedule this was placed on the desk on friday (B)(6) 2020. I checked the schedule of the nurse who put it on her desk. We are for sure on this date. Customer response to info request 1_ack email: I received the defective tubing on monday (B)(6) 2020. There was no patient involvement. We start our lines in our draw room. When we opened up the primary tubing, it came out in two pieces. Customer: "we were getting ready to set up an i.v. In our infusion center and when we opened the primary tubing, ref # 2426-0500, the first port after the infusion pump is not connected. In other words, we have 2 pieces of tubing in the package."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 07/13/2020. Investigation conclusion : it was reported the first tubing port after the infusion pump is not connected, two pieces of tubing. Received is one out of package primary set model 2426-0500 lot 20043192. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed that the set was separated at the engagement between the tubing (p/n tc10013433) to the second smartsite¿s (p/n 12274436) outlet port. Closer inspection of the separation under a lab microscope observed that the tubing had an insufficient solvent applied at the engagement during manufacturing process. No other anomalies were observed with the set. Functional testing could not be performed as a leak would occur. A dimensional analysis was performed on the tubing (p/n tc10013433). Small portions of the tubing were cut into three sections nearest to the smartsite¿s inlet port and measured for analysis. The outer diameter of the tubing was measured and observed to be within specifications of "0.164 +/-0.003" inches. Equipment used (measurement and testing performed on 10sep2020). Optical ram-cnc, eq08204, calibration due date: 5-feb-21. A device history record for model 2426-0500 with lot number 20043192 was performed. The search showed that a total of (B)(4) were built in 1 lot on 14apr2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The customer's report that the first tubing port after the infusion pump is not connected was confirmed to be a separation at the engagement between the tubing and the second smartsite¿s outlet port. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error. Bd/nogales manufacturing facility is aware of insufficient solvent on critical joints. Corrective actions (trackwise CAPA (B)(4)) to address potential root causes and an effectiveness check plan for reduction of issue have been initiated. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: new information from customer for date of event: looking back through their schedule this was placed on the desk on friday (B)(6) 2020. I checked the schedule of the nurse who put it on her desk. We are for sure on this date. Customer response to info request 1_ack email: I received the defective tubing on monday (B)(6) 2020. There was no patient involvement. We start our lines in our draw room. When we opened up the primary tubing, it came out in two pieces. Customer: "we were getting ready to set up an i.v. In our infusion center and when we opened the primary tubing, ref # 2426-0500, the first port after the infusion pump is not connected. In other words, we have 2 pieces of tubing in the package".